Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma(late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "swelling and fluid". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "swelling and fluid around the implant". Device remains implanted.

Event description:
Healthcare professional reported left side "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, deformation and white particles. Cloudy color in the gel observed after autoclave cycle. Creases are observed but have no relationship with manufacturing. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.